Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return was "helix would not extend, helix would not retract, and threshold acceptable". The reason for return helix would not extend or retract is confirmed due to dried body fluid in an on the inner coil. After cleaning the helix of the lead, the helix could not be extended. The lead was cut at 10 cm from the helix where analysis showed dried body fluid in and on the inner coil. Torque was then applied to the inner coil, extending and retracting the helix in 3 revolutions. The complaint threshold unacceptable and lead impedance (hv) high could not be confirmed because electrical tests performed on the lead had normal test results and x-ray analysis of the rv shock coil/cable showed no fracture. The helix extension length was normal and within specification.

Event description:
It was reported that during the implant attempt, the patient had high pacing and dft thresholds. During the repositioning attempts, the helix would not extend no retract. The lead was returned and another lead was implanted. No adverse events were reported.